Event description:
Philips received a complaint on the heartstart mrx device indicating that the power supply is damaged.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the repair, and operational status.